Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details are not available. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's infection resolved. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis.